Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-02891 pertains to the other device. It was reported to boston scientific corporation that an pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2009.according to the complainant, the patient experienced an unknown injury. According to the physician's office, the nurse stated that the patient had not been seen since (B)(6), 2009, and there were no patient complications or complaints at that time. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.